Event description:
Surgeon indicated surgery and bone graft to repair fracture nonunion and replace broken I. M. Nail. Cause of the implant breakage was full weight bearing on a nonunion. No indication of product defect.